Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, unspecified cartridge alarms occurred. The alarms resulted in the customer experiencing an unspecified high blood glucose (bg) level. Reportedly, the customer reverted to an alternate method of insulin therapy.